Event description:
An initial report of the potential for hospitalization was received by united therapeutics drug safety on 13-feb-2025 and forwarded to millyard advanced medical products, llc on 14-feb-2025. The patient reported that she received red flashing alarms twice within the last 24 hours, and that replacing her tubing and starting a new infusion site did not resolve the issue. She switched to her backup pump, and it exhibited the same behavior. No adverse side effects were reported. The patient did not report seeking medical attention. Replacement devices were sent. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.